Event description:
The customer reported a monitor speaker malfunction error message and requested part info. No pt harm was reported. There was no verification if the monitor was still emitting sound.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.